Event description:
It was reported that a device was used during a colon procedure. It was reported that the instrument does not cut but staple. No further information is available. Completed case with another device. There were no consequences to the patient.